Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had door failure. A field service engineer identified a failure icon on the screen and asked the customer to log in an attempt to recover the failure. Tower door 4 was found to be recoverable. The engineer powered off the device, opened the latch column, inspected the latches, and replaced door latches 1 through 4. After reinstalling the latch column, the device was powered back on. Once back in the application, the customer logged in and inventoried medications in doors 1 through 4, which were confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower fmc-5n2 had a tower door that was unrecoverable and user requested to assist with repair or recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.